Event description:
Account reported the stretchers brakes would not hold after the pedal was engaged.

Manufacturer narrative:
Technician found brake pads out of adjustment. He adjusted brake pads to resolve.